Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 3.00mmx32mm synergy stent, it was noted that there is an acute bend on the shaft and the stent was detached. The procedure was completed with a 3x34mm non bsc stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts stent movement or stent detachment. A visual and tactile examination found no issues with the outer and inner wire lumen shaft profile however a visual and tactile examination found kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 25mm distal from the strain relief. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There is no evidence to suggest that the crimped stent moved on the balloon following the examination of the crimped stent and balloon interaction. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 3.00mmx32mm synergy stent, it was noted that there is an acute bend on the shaft and the stent was detached. The procedure was completed with a 3x34mm non bsc stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.